Event description:
An alarm issue was reported with the adc device in use with an ios operating system. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced confusion, sweating, and loss of consciousness. Customer self-treated with breakfast. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. No additional verbiage required here in relation to same/similar reporting but as usual populate as needed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 11 pro max, unk ios and app version 3.4.0.7368. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced confusion, sweating, and loss of consciousness. Customer self-treated with breakfast. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Extracted data from the returned sensor using approved software. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The sensor was restored to storage state and activated with a known good reader to receive first 5 ble (bluetooth low energy) packets and first 5 ble packets were received. The blc count and rssi (received signal strength indicator) were present for all packets. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.